Manufacturer narrative:
Investigation: code: other - a review of the mfg. Lot build database for the reported lot# 2820490 (mfg. Date 02/2014) shows (B)(4) units were mfg., tested, inspected and released. There were no exception documents generated during the lot build. Conclusion: the involved devices were not returned for analysis and confirmation. The reported information did not identify any visual defects, component damages with the tego connectors. The exact cause(s) of the reported event are unknown at this time.

Event description:
Int'l complaint ((B)(4)) received reporting air leaks with use of dialysis set-up consisting of palindrome catheter; bloodline baxter/gambro/hospal artis ref. (B)(4) tego connectors. The initial information (as translated) reports "presence of air inside the arterial branch of the palindrome catheter, without crack. The tego caps were suspected.". The tego connectors were removed and discarded. There were no reported adverse pt consequences. The tego manufacturer has requested additional event information and request for same lot samples. As of the date of this report there has been no response. Investigation: a review of the mfg. Lot build database for the reported lot# 2820490 (mfg date 02/2014) shows (B)(4) units were mfg., tested, inspected and released. There were no exception documents generated during the lot build.